Event description:
It was reported that the patient had an appointment 12/30 to meet with a manufacturer¿s representative to have their device interrogated. It was reported that diagnostics would be performed at that meeting. It was reported that the patient was alive with no injury. No further information was available. Additional information received reported that a patient¿s stimulation was intermittent. It was reported that the patient had no stimulation sensation. It was reported that stimulation stopped approximately 3 weeks ago. It was noted that the patient¿s lead was implanted at the cervical level and only used the right side of the lead. It was reported that impedances were good and that the patient was ¿feeling stim on lead side lead (0-3) but not w/ right side¿. The statement ¿lead side lead¿ was unclear. It was reported that the impedances on the right side were as follows: 4<(>&<)>5=3069, 4<(>&<)>6=5414, 4<(>&<)>7=6980, 5 <(>&<)>6=2549, 5<(>&<)>7=4268, 6<(>&<)>7=2379. It was stated that programming 5<(>&<)>6 and 6<(>&<)>7 was suggested and that the patient ¿was unable to feel stim all the way up to 10 volts¿. It was stated that the caller would have the patient get in touch with a neurosurgeon.

Manufacturer narrative:
Concomitant: product ID 3998, lot# j0417626v, implanted: 2004-(B)(6), product type lead. Product ID 748966, serial# (B)(4), implanted: 2004-(B)(6), product type extension, product ID 748966, serial# (B)(4), implanted: 2004-(B)(6), product type extension, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).